Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user ran out of insulin for approximately three hours, experienced elevated blood glucose, and contacted support for assistance with an ilet pump supply change; after rewinding the motor and attempting a press-and-hold step that prompted notifications, the agent had the user remove the cartridge, repeat the press-and-hold without supplies with no further alerts, then load a new cartridge (lot 31744) and complete the cartridge and tubing change with visible insulin droplets at the infusion site, after which therapy resumed. Symptoms included hyperglycemia with a reported peak blood glucose of 349 mg/dl and no reported acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included guided troubleshooting and education over the call. Investigation of this case revealed that pump function was acceptable after supply replacement and workflow completion, with no confirmed device malfunction or leak observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.